Manufacturer narrative:
"The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause is that some excessive force was applied. There is no indication that the cause is traced to manufacturing, packaging or labeling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. "

Event description:
It was reported the ceramic head broke. The issue occurred during maintenance. There was no patient involvement.